Event description:
Customer reported an over infusion of a narcotic. An epidural infusion, using pca protocol with etco2 monitoring, was started on a post surgical pt. The customer reported a syringe containing dilaudid was inserted into the pca module instead of the intended syringe of bupivacaine/fentanyl for the epidural infusion. Approximately sixty minutes after the epidural infusion was started and the pt arrived on the medical surgical floor from the pacu, the etco2 module alarmed for high etco2 without a decrease in the pt's respiratory rate. The physician was notified, bipap was ordered adn the pt was transferred to the ICU. Before the bipap could be started, the pt required intubation, the customer reported the pt was extubated the following day and did not sustain any adverse sequela. Customer requested an even log review to determine if the pca pause protocol occurred.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Log review pending. Logs have been received and the evaluation will be performed. A follow up report with investigation results will be submitted once the logs have been evaluated.